Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. Alleged failure: electrode burned. Confirmed failure: electrode burned. Probable root cause: wrong instrument. Generator settings. Insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the electrode burned.